Event description:
It was reported that the device under-delivered the requirement for volume test.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on (B)(6) 2022. This happened in the biomed department during routine testing. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem was found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.